Event description:
Patient has experienced hyperglycemia of above 300 mg/dl since (B)(6) 2013. Patient changed the accessories and delivered insulin via the infusion device, but this was not successful in lowering blood glucose. The infusion device was not exposed to water or electromagnetic fields. Patient did not require treatment from a healthcare professional or second party to address the issue. The infusion device was requested for evaluation due to report of inaccurate delivery.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Manufacturer narrative:
The complaint cannot be verified. The product meets the specifications regarding the customer's allegation. The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. The adapter did not pass the optical inspection. The returned used headset and transfer set were visually inspected and tested for flow and tightness. The test results were within specifications. The received used cartridge was visually, leak and glide force tested. Cartridge passed the visual test and the leakage test at different positions of the plunger rod. The glide force measured is in accordance with product specifications.